Manufacturer narrative:
Additional information was received on 21-apr-2025. It was reported that there was no damage on the sheath/dilator due to the obstructed sheath. There was no occlusion when irrigating the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-mar-2025, the device was returned to johnson & johnson medtech (j&j) for evaluation. It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a vizigo and during the surgery, the catheter was difficult to pass through atrial septum and the tip of the catheter was found to have been enlarged. The octaray catheter could not advance in the outer sheath due to the impediment. A second vizigo was used with the same catheter to complete the operation. There was no report on adverse event on patient. On 03-apr-2025, additional clarification was received, and it was indicated that there was a typing error on the initial event description. Therefore, the event description was updated as follows: the outer sheath was difficult to pass through atrial septum and the tip of the outer sheath was found to have been enlarged. The pentaray catheter could not advance in the outer sheath due to the impediment. A second vizigo was used with the same catheter (pentaray) to complete the operation. There was no report on adverse event on patient. As such, the code of device-device incompatibility (a1702) was added and h6. Medical device problem code field was updated. Device investigation details: a visual inspection evaluation and dimensional test of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed a bumped condition in the soft tip area. A dimensional test was performed on the outer diameters of the shaft sheath, and the results were found within specifications. A device history record review was performed for the finished device 00002753 number, and no internal actions related to the reported complaint condition were identified. The bumped condition observed could be related to the resistance and impeded issues reported by the customer; therefore, the customer's complaint was confirmed. The bumped tip could be related to a potential skin incision size relative to the sheath during the procedure; however, this cannot be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Photos were received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the photos provided by the customer, in both photos, fluoroscopy images can be observed showing how the tip of the octaray is inside the sheath of the vizigo, within the patient. Also, it was observed that there was a bumped tip on the vizigo. A device history record evaluation was performed for the finished device lot number 00002753, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a vizigo and during the surgery, the catheter was difficult to pass through atrial septum and the tip of the catheter was found to have been enlarged. The octaray catheter could not advance in the outer sheath due to the impediment. A second vizigo was used with the same catheter to complete the operation. There was no report on adverse event on patient.